Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared and normal function ensued. The device remained implanted and patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.